Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer reported reading from patient's meter (93 mg/dl) was compared to a reading from a professional's meter (227 mg/dl). The results were taken in less than ten minutes between. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.